Manufacturer narrative:
On december 20th, 2024, umano medical submitted an initial medical device report (MDR) following the voluntary report number mw5162038 filed in medwatch by the client. This submission was done in accordance with a generic internal directive regarding surface inspection. Despite multiple attempts to obtain more details, pictures, or inspection reports, umano medical was unable to gather additional information. Initially, the reporter informed the manufacturer that an inspection report could be shared but later stated that they did not find any mention of umano medical's mattresses in the report, so it was not provided. The reporter also mentioned that they did not have any further information to provide. Due to the insufficient information available despite multiple attempts, umano medical cannot conclude that the device listed in mw5162038 is malfunctioning. Additionally, we cannot verify if the mattress in question is an umano product, as the report does not provide specific details such as the brand name, model, or serial number.

Event description:
On november 29th, 2024, umano medical was notified by its us agent of a voluntary medical device report (MDR) number mw5162038. The customer alleged that during an inspection of a mattress, conducted as part of a ' va national patient safety alert', undetected fluid ingress and egress was detected in the mattress. The voluntary MDR indicated that this situation could potentially lead to serious health effects and required reporting. There was no patient involvement, and no clinical signs, symptoms, or conditions were observed. No additional information about the brand name, model, or serial number of the product was available.

Manufacturer narrative:
The product code 'fnl' was documented in this report based on the client's statement in the voluntary report 'mw5162038' in order to maintain consistency. We will update the code if necessary once we receive more detailed information about the involved device. We are actively collaborating with the reporter to gather additional information.